Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) showed noise with occasional oversensing on this left ventricular (lv) lead. A lead assessment with a programmer was recommended. The battery longevity is normal, and the lead measurements are stable. The device and lead remain in service. No adverse patient effects were reported.